Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to perform x-rays. The customer rejected the service request sent for philips evaluation and repair service. As the customer rejected the service request, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.